Event description:
Report received from the USA stating that during set-up for a lab, it was observed that the device "was overheating." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The reported event could not be confirmed. If additional information is received, a supplemental report will be sent.